Event description:
It was reported that shaft break occurred. A 4.00mm x 12mm nc emerge balloon catheter was selected for use. However, it was noted that the shaft of the balloon was snapped in half outside the patient, the procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was a separation 72.5cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There was contrast in the inflation lumen. There was blood in the guidewire lumen and the balloon folds. The balloon was tightly folded.

Event description:
It was reported that shaft break occurred. A 4.00mm x 12mm nc emerge balloon catheter was selected for use. However, it was noted that the shaft of the balloon was snapped in half outside the patient, the procedure was completed with another of same device. There were no patient complications reported.